Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the leadless implantable pulse generator (ipg) exhibited unstable thresholds and high impedance and no capture in multiple positions. The leadless ipg was removed and a clot was noted on the delivery system (ds). Attempts were made to eliminate the clot, to no avail. The leadless ipg and ds were attempted/not used and replaced successfully. No patient complications have been reported as a result of this event.